Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pressure sensor was replaced due to error code 240.4150.0. The pump bezel post recall was completed, and the unit was calibrated. There was no patient involvement. Although requested, no further information was made available to date.